Manufacturer narrative:
Additional information received on october 18, 2022 indicated that patient underwent bilateral removal on (B)(6) 2022. Patient reported improvement in the symptoms after the removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that patient date of birth is september 2 1972. Left suspected device cat#3501640, sn#: (B)(6) and the right side cat#: 3501640, sn#: (B)(6). This report belong to left prosthesis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with unknown breast implants which the patient reported the following: over the last 5 years, I am convinced that my many health issues are due to these implants. I have had so many "possible" diagnoses which in the end, thankfully aren't the case. My list of ongoing health issues is lengthy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.